Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the handle remained blocked from the first charge. The handles could not be squeezed after the green button was pressed and the device did not fire. The ultra handle did not work and the magazine was stuck without stapling.